Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up of an asymptomatic patient, high ventricular rate episodes were observed as a result of noise on the atrial and right ventricular channels of the pulse generator. The noise could not be reproduced through pocket manipulation or isometric movements. The noise was thought to be caused by electromagnetic interference. No changes were made. Patient follow-up reported no additional instances of noise.